Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had utis off and on since implant and they thought the device was being rejected. They stated the implant site was painful and they were fighting some sort of infection below the waist. They stated they thought these were related. They were redirected to their healthcare provider to have the implant site inspected. No further complications were reported or anticipated.